Manufacturer narrative:
The investigation for the console (aic) "controller error "yellow alarm has been completed. Data logs were reviewed and a controller failure was not confirmed. Instead, it was found that two controller errors were triggered due to the console identifying the optical sensor lamp as defective (event set #1039). Preceding each controller error, the console attempted to reset the optical bench to resolve the issue, and this process also revealed that the bad lamp caused the 5s parameters to be out of spec. The aic was returned for evaluation. During testing, the 5s parameters were tested and confirmed to be out of spec, and matched the pattern of a defective lamp. The console was opened up, and the lamp was confirmed to not be emitting any light while the console was powered on. The lamp was confirmed to be defective. The reported complaint was determined to most likely have been caused by a defective lamp within the optical bench.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that upon plugging in an impella 5.5 pump, the console displayed a controller error. The controller error noted that the pump could be started but that the placement signal would not be available. The aic (automated impella controller) was swapped in an attempt to troubleshoot the failure, but the issue persisted. The pump was then replaced, and the failure resolved. There was no patient harm resulting from the failure.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore,¿an evaluation of the device is under way. Upon investigation closure, a supplemental MDR will be filed.